Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing an embolization procedure in the posterior communicating artery (pcom) using a penumbra smart coil (smart coil). During the procedure, the physician placed a smart coil in the target vessel and while detaching, the smart coil retracted a bit. The physician attempted to re-insert the smart coil and experienced difficulty in pushing it in. The physician then attempted to insert the smart coil using the pusher assembly and it would not go in further. The physician decided to use a non-penumbra guide wire that is radiopaque at the tip, and slight resistance was experienced. It was reported that the physician felt like there was something between the smart coil and the guide wire, and the segment between the smart coil and the guide wire was not radiolucent. At this point, the physician managed to push the smart coil, but did not know where the non-radiolucent fragment was. This occurred after releasing the smart coil and the physician ended the procedure. There was no report of an adverse effect to the patient.